Manufacturer narrative:
The manufacturer previously reported a failure of the front panel pca. The front panel pca was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the front panel pca failing was found to be consistent with water ingress. The user manual states, "do not immerse the device in liquid or allow any liquid to enter the enclosure or inlet filter."

Event description:
The manufacturer received information alleging a ventilator can not be turned off. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's front panel/keypad led board was replaced to address the issue.